Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, after the reload was attached to the powered handle as usual and checked the opening and closing test, tissue was approached and closed. The green button was pressed to fire, but the firing could not be performed (it did not advance and stopped immediately even though the firing button was pressed). The reload was replaced and the firing could be performed. There was no patient injury.